Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was unknown at the time of the call. The customer stated that they are unable to trouble shoot the issue at the time of the call. The customer mentioned that they will replace the reservoir. The customer was advised to call back to troubleshoot the issue if the alarm occurs again. Customer will not be returning the product back for analysis.